Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak. It may be possible that there was a faulty connection with the syringe or inflation device, resulting in the suspected leak; however, this could not be confirmed since the device used in the procedure was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10. H3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.0x60mm armada 14 balloon dilatation catheter (bdc), the device was being flushed when a leak was noted in the balloon. The device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. Another armada 14 was used to successfully compete the procedure. No additional information was provided.